Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via voicemail that the customer recently had a blood glucose level over 600 mg/dl after pulling out the set. Caller stated that this high blood glucose level was treated with a bolus. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.